Event description:
A customer from (B)(6) reported to biomérieux resistant profiles (such as carbapenemase or extended-spectrum beta lactamase) with twenty (20) vitek® 2 ast-n340 cards (lot 7800341103) in conjunction with their vitek® 2 system. The customer reported that there were multiple patients and strains (including escherichia coli and salmonella) involved. The customer repeated the tests with vitek® 2 ast-n340 for the patients, and with vitek® 2 ast-n233 for one patient. The results included wild strains and less resistance than the first results. The customer stated there were no wrong results reported to the physician and there was no impact to any patient. There was a delay greater than 24 hours in reporting the results due to repeat testing. There is no indication or report from the customer to biomérieux that the delayed results led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported to biomérieux resistant profiles (such as carbapenemase or extended-spectrum beta lactamase) with twenty (20) vitek® 2 ast-n340 cards (lot 7800341103) in conjunction with their vitek® 2 system. An investigation was performed. A review of quality records confirmed ast-n340 lot # 7800341103 met final qc release criteria and passed qc performance testing. Strains and data were not available for investigation. Lab reports were requested. Isolate submittal is required to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 raw card data are required to assess organism growth in the card.